Event description:
This ra lead was implanted on (B)(6) 2000. A call to technical services on (B)(6) 2011 states that p-waves are .3mv. Impedance was in the 400 range now 160 ohms. Pacing 76% in the atrium. Ts asked if there was any noise or inappropriate atr's. Caller stated no. Ts asked if there is any eveidence of over or if this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).